Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned for analysis in 2 segments. External insulation abrasion consistent with friction to the device or feature of the heart was noted at 8.0 cm to 9.1 cm from the distal tip breahcing the re/rv lumen cable. The etfe coating and inner lumen coil was intact at this location.

Event description:
This report is to advise of an event observed during analysis.